Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 01 were found during device log review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. The error 01 was triggered upon powering on the device and ocs test failed. The reported event is therefore reproduced. As per technical manual the optical switch of pumping motor was replaced. It is to be noted that no physical damage was detected on this spare part that was sent to brézins for further investigation. The optical flex was mounted on a test bench and several tests were carried out. All of them performed successfully with no triggering of any technical error. Therefore the reported event could not be reproduced with the provided spare part. This issue is valid as the technical error 01 was found in the log but the root cause of this issue remains unknown. It may be linked to another part but can only be analyzed with the associated device. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 01 (motor rotation).